Manufacturer narrative:
Concomitant medical products: model: addr01 ipg, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and pauses. The right ventricular (rv) lead exhibited a sensing issue with occasional ventricular paced beats noted. The rv lead remains in use. No further patient complications have been reported as a result of this event.